Event description:
It was reported that a home patient (hp) received a high drain 104 alarm on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log for the previous night with the hp and found that the ultrafiltration for cycle four was 2631ml. The tsr arranged to swap the hc and the hp was to use manual supplies for therapy that night. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device log confirmed the reported issue. The device passed both functional and electrical testing. Internal and external inspections were performed and the device passed. A test of the pneumatic system found the device to be working up to specifications. Multiple short simulated therapies were performed successfully using the device. The cause of the issue was determined to be use error with the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.